Event description:
(B)(6) study. It was reported that the subject developed new left bundle branch block, first-degree atrial ventricle block and partial left ventricular outflow tract (lvot) obstruction. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading doses of 325 mg aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No conduction disturbances were noted post balloon valvuloplasty there was subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location. Post procedure summary: the same day as the index procedure, the subject developed new left bundle branch block and first-degree atrial ventricle block. Echocardiogram was performed as a diagnostic for both events. Both events were treated medically and led to prolongation of hospitalization. At the time of reporting, the events were considered recovering. 1 day post index procedure, echocardiogram revealed partial lvot obstruction. The hospitalization was prolonged, the event was treated medically. At the time of reporting, the event was considered recovering. The subject was discharged on aspirin.

Event description:
Reprise IV study it was reported that the subject developed new left bundle branch block, first-degree atrial ventricle block and partial left ventricular outflow tract (lvot) obstruction. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received a loading doses of 325 mg aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No conduction disturbances were noted post balloon valvuloplasty there was subsequent deployment of a 23 mm lotus edge valve into the proper anatomical location. Post procedure summary: the same day as the index procedure, the subject developed new left bundle branch block and first-degree atrial ventricle block. Echocardiogram was performed as a diagnostic for both events. Both events were treated medically and led to prolongation of hospitalization. At the time of reporting, the events were considered recovering. 1 day post index procedure, echocardiogram revealed partial lvot obstruction. The hospitalization was prolonged, the event was treated medically. At the time of reporting, the event was considered recovering. The subject was discharged on aspirin.

Manufacturer narrative:
Neither the valve or the delivery system were returned for analysis. Angiographic media was made available to support the investigation and reviewed by a boston scientific quality engineer. The angiographic series pertain to a transcatheter aortic valve implantation into a calcified aortic annulus. The lotus edge valve is released in the annulus in a good position with a moderate waist. The final contrast assessment indicates a good result with no paravalvular leaks. The cause of the complaint event cannot be confirmed from the available media. The available media was reviewed by boston scientific medical safety. The angiographic review indicated a successful implantation of a lotus edge valve in a good position without any paravalvular leak. Both temporary and permanent conduction disturbances are known risks associated with the implantation of a transcatheter aortic valve. The complaint regarding residual partial lvot obstruction cannot be further assessed.